Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level over 700 mg/dl. The customer reported that she lost consciousness and was found by her husband on the bathroom floor. While hospitalized, a nurse removed the infusion set and found that the cannula was bent. Customer also stated that the insulin pump had a no delivery alarm. Blood glucose level at the time of the call was 165 mg/dl. The insulin pump was not replaced or returned for analysis.